Manufacturer narrative:
Reasonable attempts were made by phone and e-mail to obtain treatment settings, patient info, and medical intervention info, however, none was provided. An examination of the subject device by a lumenis technical subject matter expert concluded no related device malfunction occurred and that the device operated within MFR specifications. A review of service records of the demo unit concluded that the device had been serviced within a year. Lumenis is unable to determine a root cause for the reported event.

Event description:
It was reported that a patient sustained blisters on the arms after ipl treatment with an lume 2 laser. It was further reported that the lume 2 laser was a demo unit on loan to the user facility.